Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of a focus malfunction could not be confirmed. Camera head does not have a focus function. The focus function is controlled by the scope being used with the camera head. Product passed functional testing and 6 hour burn-in. No problem was found with the focus function of the test scope used during testing. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.

Event description:
It was reported that during a rotator cuff surgery the camera head was not focusing correctly. No back up device was available. No patient injury or delay was reported.